Event description:
It was reported that this patient has had previous untreated events due to oversensing of lower signal amplitudes. Recently, the patient has received multiple inappropriate shocks due to this. The shock impedance was high but still within range. Technical services discussed that secondary sensing vector would be optimal. No adverse events.